Event description:
The micro reciprocating saw was sent for evaluation because it was running without depressing the handswitch. The event occurred during a routine maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.